Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator could not be interrogated via telemetry. The next day, surgery was performed to replace the device as battery impedance on (B)(6) 2010 was 7 kohms. During surgery, the device could be interrogated but was subject to electrocautery. The device was removed and replaced.